Event description:
It was reported that patient experienced erosion with cuff. Patient underwent a revision surgery and artificial urinary sphincter (aus) was explanted and replaced balloon volume was changed from 71-80 to 51-60 and a suture tie was used. No information about the patient outcome is available at the moment. Additional information was requested.